Event description:
It was reported that the device could not be interrogated and no telemetry could be obtained. There were also intermittent tones with magnet placement. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.